Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported damage was caused by a current flashover/short circuit from improper handling. There was either unintentional contact with other equipment or the distal jaws were continuously touching without contact to tissue during application. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that sparks flew from the tip of the jaws insert "hicura", 5 x 330, maryland, bipolar during a laparoscopic hysterectomy. The device was used with a non-olympus electrosurgical unit with a 30 watts setting. The use of the device was discontinued. The procedure was completed. There was no harm or user injury reported due to the event. Upon inspection and testing of the returned device, it was observed that the insulation and ceramic pin were damaged. This report is being submitted for the event found during evaluation.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, and the reported failure could be reproduced. Visual inspection revealed damage to the tip insulator and the ceramic pin. It was suspected that the damage was caused by the sparks generated by dielectric breakdown at the tip of the forceps, such as when other equipment touched it. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.